Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the manufacturer was able to confirm the reported issue with the provided information. The manufacturer determined that a bad electrical contact was a possible cause of the reported issue. A bad electrical contact at the motor protection switch results in a higher contact resistance, respectively higher thermal stress. The contact may have become loose during transport, operational qualification and/or during maintenance, in which the monitor hood would be opened. The manufacturer also noted that the cable lug was not the optimal dimension for a good electrical contact.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that there was thermal damage to contacts of the stage 1 motor protection switch of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair. The biomed stated that initially there was no power to the ro system during the t1 test. The screen was lit but it would not display words. The ro system is programmed to automatically start by itself every morning and the clinic notified the biomed when it did not. There was no observed burning smell, smoke, spark, flame, or arcing. There were no alarm codes associated with the power issue nor the thermal damage. The thermal overload switch did not trip. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed stated the motor protection switch and wiring harness were replaced to resolve the thermal damage. The biomed also stated that the sd card was determined to be bad and removing it resolved the power issue. The ro system was returned to service. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that there was thermal damage to contacts of the stage 1 motor protection switch of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair. The biomed stated that initially there was no power to the ro system during the t1 test. The screen was lit but it would not display words. The ro system is programmed to automatically start by itself every morning and the clinic notified the biomed when it did not. There was no observed burning smell, smoke, spark, flame, or arcing. There were no alarm codes associated with the power issue nor the thermal damage. The thermal overload switch did not trip. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed stated the motor protection switch and wiring harness were replaced to resolve the thermal damage. The biomed also stated that the sd card was determined to be bad and removing it resolved the power issue. The ro system was returned to service. The biomed confirmed there was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage.